Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused; the infusion completed in 24 hours. This was observed during patient use. The device was filled with 0.2% ropivacaine in normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.